Event description:
According to the reporter, during a posterior lumbar interbody fusion (plif) procedure at l5-s1, the surgeon was distracting the distal space of l5-s1 and the knob of both the matrix distractor racks broke. Broken fragment was retrieved. The surgeon completed the procedure with no further problems and no harm to patient.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Original awareness date is (B)(6) 2012. Placeholder.

Event description:
This is 1 of 1 report for complaint # (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of device history records for manufacturing revealed no complaint related issues. Product development evaluation noted that the threaded tip of the tooth wheel tip is broken off on both assemblies. The threaded tip remains in the hole of the tooth wheel in the pinion shaft assembly. The fracture surfaces on the tips are homogenous and do not have any indication of material irregularities. The retaining screw is intended to retain the winged knob to the assembly and does not carry significant load during use. The screw is for retention only. The design does not allow distraction loads to be carried by the screw. A design changed was released on (B)(4) 2010 to increase the size of the threaded portion of the screw from 2.0mm to 2.5mm to increase the strength of the screw. The investigation for similar reports found that the screw was being over tightened during assembly which led to cracking the screw. The manufacturing location has since provided assemblers a special tool to limit the torque applied to the retaining screw to prevent fracture. That tool was implemented in (B)(4) 2011 and this lot was manufactured in march 2011.

Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The quantity number of devices for this report was two (2). Placeholder.